Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device was found to deliver within specification during flow testing. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced under infusion during delivery in the general patient ward. It was reported that the under infusion occurred with an unspecified medication amongst "normal saline, d5, d5lr, ivig" with infusion bags 250ml or greater. A 250ml bag to drip at rate of 250ml/hour. An hour later the pump alarmed "infusion complete" however the bag had a remaining volume of 50ml left. There was no known patient injury or medical intervention associated with this event. No additional information is available.